Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-feb-02. It was reported that the patient talked to and met with a manufacturer representative (rep) for a new program, e. After program e was added, the patient was receiving adequate relief and felt a little stimulation but it still wasn¿t as good as before. The circumstances that led to the loss of stimulation were unknown. Programs a, b, c, and d suddenly stopped working on different days and at one point, the patient had to increase the stim voltage to 10.5 but it later cut off. The patient was waiting to hear from their doctor about an ins replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that the rep met with the patient on (B)(6) 2017 and checked impedance and settings. Impedance values were good and the rep did not make any changes. On (B)(6) 2017, the patient called the rep to report that he did not feel stimulation even when he turned the amplitude up. The rep was to meet with the patient to check the ins.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that during an appointment on (B)(6) 2017, the representative turned the patient¿s ins off because the patient did not use stimulation when driving. When the patient tried to turn the device back on, he was unable to even when using both the ins recharger (insr) and the patient programmer (pp). The pp showed that the ins was on and the patient was in group d at 7.50 v. The patient could not feel stimulation. During the call, the patient tried to go to group a but felt no stimulation. The patient was to contact his healthcare professional. Follow-up was conducted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that telemetry was performed and all values were within normal limits. The cause of the loss of stimulation was not determined. The manufacturer representative set up a new program for the patient and the issue was resolved.